Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that two three-way plastic stopcock products were observed to have a crack. It was reported that this malfunction was noticed prior to any patient contact. No adverse events have been reported regarding this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, drawing, manufacturing instructions, quality control data, and visual inspection / functional testing of the returned device was conducted during the investigation. Two three-way plastic stopcocks (ptws-2fll-mll-r) were returned for investigation. Stopcock 1 has two cracks at the base; one is 5mm in length, the other is 3mm. Device failed leak test. Stopcock 2 has two cracks at the base; one in 5mm in length, the other is 5mm long. Device failed leak test. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. It is noted by the date of the event ((B)(6) 2017) that it reportedly occurred after the expiration date (01 december 2016). Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.